Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery test. The pump was received with a cracked reservoir tube lip, a minor scratched lcd window, and a scratched reservoir tube window. The drive support disk was inspected and no anomaly was noted.

Event description:
The customer reported via phone call that this morning her blood glucose was over 400 mg/dl. Customer took the cannula out and nothing was coming out. Customer changed it last night and there was insulin dripping out. Customer stated that she has been having low battery alarms and it was due to her battery being low. Customer changed the battery and her blood glucose was 402 mg/dl at the time of their incident. Customer treated with a manual injection. Customer stated that she changed the reservoir last night but not the site. Customer stated that the reservoir was low and she changed the set. Customer stated that the drive support cap was also loose. Customer's blood glucose was 400 mg/dl at the time of the incident. Customer was advised that the pump will be replaced. Customer was advised to revert to a back-up plan and to discontinue use of the pump.